Event description:
It was observed that during the device evaluation, the subject device exhibited component failure of ccd sensor in the r-unit, serial ring looseness, insertion tube dent and light guide bundle broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of ccd sensor in the r-unit. In addition, the following reportable malfunctions were identified during the device evaluation serial ring looseness, insertion tube dent and light guide bundle broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality (the color was outputted in green). The issue had occurred during an unspecified therapeutic procedure. There were no reports of patient harm.